Event description:
Boston scientific crm received information that this 4136 ventricular lead was repositioned due to an increase in threshold measurements. No adverse pt effects were reported during this clinical observation. The lead remains in service. No further information is available. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.